Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), would no longer capture in any pacing configuration. The pacing impedances had also decreased to approximately 200 ohms. The physician had the lv pacing turned off and later decided to revise the lead. During the revision, a tug test was not performed prior to loosening the setscrew. The lead tested fine with a pacing system analyzer and it tested fine when it was reconnected to the crt-d. At that time, threshold was less than 0.7 volts in all configurations. This lead and crt-d remain in service, with no measurement issues. The cause was thought to be a connection issue. No additional adverse patient effects were reported.